Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that his insulin pump was exposed to water. The customer stated that the insulin pump had blank display, and it is beeping. Troubleshooting was performed. The customer stated there is water under the screen. Advised customer to discontinue use of the insulin pump and revert to back up plan. Then the customer stated that the paramedics were called and took him to the hospital. The customer stated that he was admitted due to hyperglycemia. The blood glucose reading was 370mg/dl. The customer stated that the insulin pump alarmed button error. No further information was provided.